Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Since the lss, the patient reported feeling lightheaded and unwell with unipolar sensing. The patient was brought in-clinic for a device check, and noise was not reproducible in bipolar. The device was programmed back to bipolar and lss was turned off. Technical services (ts) discussed troubleshooting options and potential causes, such as a possible spring contact issues. This crt-p and rv lead remain in service and will continue to be monitored at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Since the lss, the patient reported feeling lightheaded and unwell with unipolar sensing. The patient was brought in-clinic for a device check, and noise was not reproducible in bipolar. The device was programmed back to bipolar and lss was turned off. Technical services (ts) discussed troubleshooting options and potential causes, such as a possible spring contact issues. This crt-p and rv lead remain in service and will continue to be monitored at this time. No addiitional adverse patient effects were reported. Additional information received reported that rv lead testing was completed without issues on the day of the revision procedure, however this crt-p and rv lead had continued to exhibited intermittently high, out-of-range pace impedance measurements greater than 3,000 ohms consistent with a spring contact issue. This crt-p was explanted and upgraded to a magnetic resonance imaging (MRI) conditional system. No additional adverse patient effects were reported. This crt-p was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Since the lss, the patient reported feeling lightheaded and unwell with unipolar sensing. The patient was brought in-clinic for a device check, and noise was not reproducible in bipolar. The device was programmed back to bipolar and lss was turned off. Technical services (ts) discussed troubleshooting options and potential causes, such as a possible spring contact issues. This crt-p and rv lead remain in service and will continue to be monitored at this time. No addiitional adverse patient effects were reported. Additional information received reported that rv lead testing was completed without issues on the day of the revision procedure, however this crt-p and rv lead had continued to exhibited intermittently high, out-of-range pace impedance measurements greater than 3,000 ohms consistent with a spring contact issue. This crt-p was explanted and upgraded to a magnetic resonance imaging (MRI) conditional system. No additional adverse patient effects were reported. This crt-p was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h1: serious injury.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. Since the lss, the patient reported feeling lightheaded and unwell with unipolar sensing. The patient was brought in-clinic for a device check, and noise was not reproducible in bipolar. The device was programmed back to bipolar and lss was turned off. Technical services (ts) discussed troubleshooting options and potential causes, such as a possible spring contact issues. This crt-p and rv lead remain in service and will continue to be monitored at this time. No additional adverse patient effects were reported. Additional information received reported that rv lead testing was completed without issues on the day of the revision procedure, however this crt-p and rv lead had continued to exhibited intermittently high, out-of-range pace impedance measurements greater than 3,000 ohms consistent with a spring contact issue. This crt-p was explanted and upgraded to a magnetic resonance imaging (MRI) conditional system. No additional adverse patient effects were reported. This crt-p was returned for analysis.